Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended to be used for hemostasis of a gastric ulcer.according to the complainant, the injection gold probe device would not generate electrical current to cauterize; it would not work inside, or outside, of the patient. Another injection gold probe device was used with the same generator and cable to complete the procedure without further issues.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned injection gold probe device found no abnormalities. The needle also extended and retracted without difficulty. An isolation of electrodes test and load test were performed; the device failed testing. Examination of the device showed an open circuit, as one of the copper wires was found detached at the ceramic tip. Based on all gathered information, the failure most likely occurred because the units were exposed to excessive heat during set up. The root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was intended to be used for hemostasis of a gastric ulcer. According to the complainant, the injection gold probe device would not generate electrical current to cauterize; it would not work inside, or outside, of the patient. Another injection gold probe device was used with the same generator and cable to complete the procedure without further issues. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.